Event description:
This is a spontaneous case report received from a medical doctor in united states on 25-aug-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Additional information received on 11-sep-2015 (ptc result). Essure micro insert was removed at time of emb (endometrial biopsy) on (B)(6) 2015. The doctor used a gynecore brush. Product technical complaint (ptc) wsa received. Ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the essure micro insert was removed at time of emb (endometrial biopsy) (interpreted as medical device removal and this procedure was considered as off label use of device). The reported event was considered serious, due to its medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, although the exact reason for essure removal was not specified, company considers a causal relationship between the reported event and essure therapy cannot be excluded and due to the essure removal, this case was considered an incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 09-nov-2015 from physician - essure questionnaire provided: the patient was (B)(6). Essure was inserted 10 weeks postpartum (lot number a84632). Cervical dilatation and sounding were not performed. Paracervical block was applied; motrin and ketorolac were given for analgesia. The insertion was easy as well as the visualization of the tubal ostium. Fluid loss during hysteroscopy was less than 1500cc, and the procedure took less than 20 minutes. Hsg (hysterosalpingogram) was performed on (B)(6) 2013 and showed devices in satisfactory position and tubes occluded bilaterally. The physician medically confirmed the events and details. Two years after procedure, hsg showed left patent tube and right tube occluded. The device removal was not medically necessary - it was inadvertently and accidentally removed during endometrial sampling with gynecor brush. Hysterectomy or salpingectomy was not necessary. Hospitalization did not occur. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the essure micro insert was inadvertently and accidentally removed during endometrial sampling with gynecor brush (previously reported as essure micro insert was removed at time of emb (endometrial biopsy) (interpreted as unintentional medical device removal and this procedure was considered as off label use of device). The reported event was considered serious, due to its medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, it was reported that device removal was not medically necessary and it was inadvertently and accidentally removed. Considering that hysterectomy or salpingectomy was not necessary and also the device removal was not to prevent/treat serious injury, this case was downgraded to non-incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. An updated ptc is expected.